Manufacturer narrative:
(B)(4): the device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure (patient age, gender, and weight are unknown). According to the complainant, the device "failed." Additional event and patient information is reported to be unavailable.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure (patient age, gender, and weight are unknown). According to the complainant, the device "failed." Additional event and patient information is reported to be unavailable.

Manufacturer narrative:
Evaluation of the returned device found the basket open and extended from the sheath due to the handle cannula separating from the pinch vise inside the handle. The proximal end of the sheath was severely kinked, and the handle was unable to retract the basket. However, the basket was retracted and deployed with ease after disassembling the device. The most probable root cause for this complaint is operational context.